Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-04008.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-04009. It was reported that the patient was not receiving adequate therapy, due to high impedances found on one of the leads. As a result, the patient's lead was explanted and replaced, and therapy was restored post-op. Both devices are being reported as it is unknown which lead was replaced.